Event description:
The reporter contacted animas on (B)(6) 2014 alleging air bubbles in the cartridge. The reporter stated that the patient had a blood glucose (bg) over 600mg/dl with headache and moderate ketones. The patient was treated with insulin via injection and insertion site change. Customer support (cs) reviewed cartridge filling technique and the cartridge was not being filled using correct technique. This report is being made due to the bg excursion the patient experienced due to incorrectly filling the cartridge.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 09/18/2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (due to incorrectly filling the cartridge).